Manufacturer narrative:
The field service engineer could not determine a cause. Analyzer checks passed and washing maintenance was performed. The customer verified that controls were within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the c701 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 on a cobas 8000 c 701 module. The customer noted that it is believed they have been having issues with water quality. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 5.4 mg/dl. Due to being a critical low value, the sample was repeated on a second analyzer. The repeat result was 8.8 mg/dl and this value was deemed correct.